Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100780199. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130. Serial number: n/a . Batch/lot number: 1100784383. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, fluid leak and recurrent incontinence are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; fluid leak, non-functioning devices and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced incontinence and the device was not functioning properly. A surgical procedure was performed and upon inspection, fluid loss was noted. The pressure regulating balloon (prb) was found empty and ruptured. The prb was then replaced. The device was cycled and confirmed via cystoscopy that it was properly working. No further patient complications were reported.